Event description:
It was reported that the device was inflated between 10 and 14 atm and it ruptured. The balloon or the tip separated (two conflicting accounts of what actually separated) and it was retrieved with a snare device. No pt effects were reported.